Event description:
A customer reported unspecified low glucose scan values while wearing the adc freestyle libre sensor. As a result, the customer experienced dizziness but was able to self-treated with glucose. The customer then obtained an unspecified high glucose test on an unknown device and was unable to treat themselves. The customer went to the hospital where he was provided unspecified medical treatment by both non-hcp and hcp. No further information was provided as the customer did not want to provide additional information. There was no report of death or permanent injury.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.